Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 37 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer preferred to see their health care provider in order to address the low blood glucose value. Insulin pump will not be returning for analysis.